Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report the monopolar energy was not working effectively. Despite attempts to resolve the issue by replacing the energy cable, instrument, and rebooting the erbe, the problem persisted. The monopolar energy was functioning but cauterizing poorly. The tse recommended further troubleshooting steps, including swapping the vision cart or using a covidien/valley lab force triad. The force triad was connected, which slightly improved the monopolar performance, but issues remained. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue could not be confirmed through system log analysis. Upon visual inspection, a small dent was observed on the lower right-hand corner of the bezel. The erbe was tested using the system and displayed error m-b0-60 during monopolar coagulation testing. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause of error m-b0 may be attributed to various factors. The neutral electrode (e.g., grounding pad) may not be connected to the generator, may be defective, or may have poor contact with the patient¿s surface.

Event description:
Refer to h11 for follow-up information.